Event description:
Customer initially called for assistance with the meter option in the pump. Customer then mentioned being hospitalized for high blood glucose levels. While in the hospital, customer was still on the pump and the blood glucose levels were normal.